Event description:
The patient reportedly developed a skin flap infection. The patient's device was explanted. The patient will be reimplanted at a later date. The patient is reportedly still being treated.

Manufacturer narrative:
The external vision inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.